Event description:
Note: this report pertains to first of five cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snares would not cut tissue on small, diminutive polyps. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6:imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to first of five cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snares would not cut tissue on small, diminutive polyps. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (correction): block d2b (pro code (product code)), block g4 (premarket / 510(k) #) have been updated based on the cold snare pro codes. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned cold snare was analyzed. The device was received without any apparent defects, and the loop extended as designed. As part of the functional inspection, the device was cycled through extension and retraction in the 10-inch loop fixture, confirming that the loop deployed properly. No other problems with the device were noted. The reported event of snare loop cutting problem was not confirmed. It was determined that the device showed no visual issues or damage. The device was then functionally tested, and the loop extended properly without any complications. The returned unit did not exhibit the reported issue or any defect that could have contributed to the event. Based on all available information, the probable root cause assigned is unable to exclude device problem.